Event description:
The customer contacted stryker to report that their device was in a locked-up condition when attempting to input the patient's age in the 12-lead screen. The device was turned off completely and powered back on, thereafter, proper operation observed. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was in a locked-up condition when attempting to input the patient's age in the 12-lead screen. The device was turned off completely and powered back on, thereafter, proper operation observed. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified that reported locked screen. Stryker replaced the rotary switch to resolve this issue. However, the buttons were found to be operating properly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the frozen screen was the rotary switch; however, the cause of the inoperable buttons could not be determined.